Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set got stuck to the inside of the serter. Blood glucose level at the time of the incident was 426 mg/dl, which was to be treated with the insulin pump. Troubleshooting showed that the serter was functioning properly. The customer was sent a replacement serter. The insulin pump was not replaced or returned for analysis.